Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 404 mg/dl. Customer had symptom of vomiting and sweating. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was still in the emergency room at the time of call. Customer was wearing insulin pump at the time of emergency room visit. Caller inquired on insulin pump replacement.